Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device is combination product.

Event description:
(B)(6) clinical study. It was reported that the subject died. In (B)(6) the subject was presented with unstable angina and referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion #1 was located in the right posterior descending artery with 80% stenosis, and was 28 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75x32mm promus element drug-eluting stent. Following post dilation, residual stenosis was 0%. Target lesion #2 was located in the first right posterolateral segment with 80% stenosis, and was 12 mm long with a reference vessel diameter of 2.75 mm. Which was treated with pre-dilatation and placement of a 2.75x16mm promus element drug-eluting stent. Following post dilatation, the residual stenosis was 0%. Four days later, the patient was discharged on aspirin and clopidogrel. In september 2019, it was noted the patient died on an unknown date.